Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2023 this lead was capped due to noise. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise and an aborted vf episode were reported. No shock was delivered to the patient. In office isometrics confirmed a small amount of lead noise. Lead remains implanted. Should additional information be received, this file will be updated.